Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2016, information received from the healthcare provider (hcp) reported that the inability to aspirate from the catheter access port (cap) first occurred on (B)(6) 2015, it was repeated and was also unsuccessful. It was noted that the hcp does yearly catheter access port aspirations on all of their patients to check catheter patency. Patient symptoms included worsening tone/spasticity, which made transfers and other cares more difficult to complete. Interventions included the previously reported surgical intervention and catheter "revision" (previously reported as explanted). The cause of the inability to aspirate from the cap was determined to be due to an occluded catheter. The pump and catheter were returned for analysis and were received on 2016-01-19.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intrathecal spasticity. It was reported that the pump and catheter were explanted due to an inability to aspirate cerebrospinal fluid from the sideport. The reported did not know what led to the event or how the issue was identified. The issue had resolved and there was no patient injury at the time of report [2015-jan-10]. No information related to the initial reporter, event date, cause of the inability to aspirate from the sideport, symptoms, or troubleshooting was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
The catheter was returned and analyzed. Analysis identified coring, tears, and cuts in the seal of the sutureless catheter connector. The connector leaked during testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.